Event description:
It was reported by the rep that the one er320 from an fdc80 kit was used during a lap chole procedure. It was reported that the clips were crossing instead of closing properly on the vessels. A new er320 was opened to complete the case. There was no pt consequence.